Event description:
The customer reported that the probe on the ortho provue analyzer hit the side of the reagent vial resulting in a bent probe and a probe leak during testing. The customer indicated that the analyzer had not yet been placed into service for pt testing at the time of the incident. Testing was aborted. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and verified that the probe was bent. Replacement of the appropriate components has returned the instrument to its expected operation. This customer has not logged any complaints against this analyzer since this incident.